Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Corrected data: h10 - explanation for e2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for evaluation and the customer's complaint was not confirmed, as the event was unable to be reproduced. It was determined that the device met performance specifications. Based on the results of the investigation, a definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported there is connecting section looseness of the camera head. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there is connecting section looseness of the camera head. There were no reports of patient harm.